Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the buckling, black spot, and cleaning brush insertion issues were observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in events, evaluation found the customer complaint was confirmed and the forceps channel was crushed and the cleaning brush could not be inserted smoothly. In addition, evaluation found the image guide bundle was severely broken, the flexible tube of the insertion section was crushed, the tip cover was not water tight, the bending angle was insufficient due to elongation of the angle wire, the forceps could not be inserted smoothly due to the forceps channel being crushed, the eye piece was peeling, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was buckling directly below the folding stopper of the operation part on the oes bronchofiberscope. The customer also reported there were black spot on the observation field and insertion of the cleaning brush failed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the insertion tube had come off. The report is being submitted due to coating coming off found during evaluation.